Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and pulled back towards valve and atrium. The lead was moving in the heart and double counting had occurred which lead to inappropriate shock. There was no capture at maximum output and sensing was 0.9 millivolts. Tachycardia therapy was then turned off. This rv lead was explanted. No additional adverse patient effects were reported.